Event description:
A report was received that the patient experienced pain at the pocket site and could flip the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient experienced pain at the pocket site and could flip the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that prior to the explant procedure, the lead was nicked and a small part of the wire was exposed from the lead body rather than disconnected from the ipg. No further course of action will be taken.

Event description:
A report was received that the patient experienced pain at the pocket site and could flip the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well following the procedure. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain at the pocket site and could flip the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing shocking sensations while implanted.